Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor complained that when he clipped both ends did not meet together. There were no patient consequences. Case completed with the same device. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: no, a cholangiogram was not done.